Manufacturer narrative:
Dimensional inspection of screws at the undamaged thread shows the trhead diameters to be in compliance with engineering specifications. The available info is not sufficient to determine the cause of the thread damage.

Event description:
Surgeon had difficulty in inserting the screws. The rptr states, as a result, the screws became damaged. There was no adverse consequence for the pt or delay in surgery or anesthesia time.